Manufacturer narrative:
It is reported that the suspect device will be returned for an eval and investigation. As the lot number was reported, the device history record (DHR) review is in progress. Currently, the eval and investigation are still in progress. A f/u report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. Nurse reported that the bolus button stuck was down for an hour. Orange indicator in up position. New pump added to pt. Same thing happened to the pt with a different pump. One sample will be returned. No injury, adverse event, or medical intervention was reported. Pt's current condition is reported as good. Note: the complainant did not provide any further info about the 2nd pump to uniquely identify the device. At this time we are attempting to gather add'l info, the investigation is ongoing.